Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the black box data did not reveal any evidence suggestive of power on reset. On examination, the pump was intact and without damage. A battery cap was not returned with the pump; a test cap was used to complete the investigation. On investigation, the pump powered on normally and was exercised for 24 hours without any operational issues. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.